Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic hepatectomy, after fired, could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # t5eg33. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with one ecr45w cartridge reload not loaded on the device. The reload was received fully fired. Further analysis found the clamping mechanism was damaged, as the device would not open and close properly. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The device was disassembled to verify the condition of the internal components and the link closure was noted to be disengaged from the yoke closure. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.